Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The pacemaker also failed to interrogate. The patient was stable and asymptomatic.